Event description:
Information was received from a healthcare provider (hcp) who reported the device was replaced following repeated shocking sensations.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) determined that output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider provided additional information, reporting that they were not sure what caused the shocking sensation. Following the battery replacement, the shocking sensation persisted. The issue was resolved after the whole dbs was removed.

Event description:
After further review, it was noticed that only the ins and extensions were removed. The leads remain in the patient.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type: extension, product ID: 3708660, serial# (B)(6) implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.